Event description:
After receiving, washing and trying to wear a replacement CPAP cushion. I experienced nasal burning, mucus, congestion and shortness of breath. The cushion had some chemical odor to which I had an allergic reaction.